Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: investigation revealed that the battery compartment was cracked along the side of pump. Evaluation also revealed moisture damage inside the battery compartment. A leak test was performed and confirmed a leak in the battery compartment. The pump was opened and moisture damage was observed on the printed circuit board (pcb). Unrelated to these issues, the pump case was found to be cracked between the keypad and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked along the side of the pump. Evaluation also revealed moisture damage inside the battery compartment. A leak test confirmed a leak in the battery compartment. Additionally, there was evidence of moisture damage observed on the printed circuit board (pcb). There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/08/2015.